Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device has temperature issue. During a procedure, the intellanav mifi open-irrigated ablation catheter was selected for treatment. The temperature of the catheter does not drop and "the bubble is not stepped on". No further information was provided regarding device, procedure nor patient outcome. The product is expected to be returned for analysis.

Event description:
It was reported that the device has temperature issue. During a procedure, the intellanav mifi open-irrigated ablation catheter was selected for treatment. The temperature of the catheter does not drop and "the bubble is not stepped on". No further information was provided regarding device, procedure nor patient outcome.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned. Visual inspection performed and no visual defects were observed. Functional testing was performed. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Leakage test was performed, the device lumen was leak tested and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Flow testing was performed, all six irrigation ports flow freely. No errors were observed. Continuity was tested. The device was not found within specifications, open or shorts were detected. Rf ablation was performed, a message alert of temperature out of range was observed. The device was dissected and was destructively analyzed and electrical open was found on the thermocouple.